Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station showed message "bus not detected." The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer failed. A field service engineer (fse) checked under pockets and row boards for debris, reseated the row board cable, checked and cleaned the retractor to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. - schofield barracks family practice pharmacy department.